Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred during the load process. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Subsequently, the customer reported receiving a cartridge alarm (cartridge alarm 1) during basal delivery. It was reported that the cartridge canister was cracked. The customer's blood glucose level was 136 mg/dl. The customer was able to successfully install a new cartridge.